Event description:
Distributor sales representative contacted fhc sales person to report a bent stylet within a dbs lead. This occurred when setting the dbs depth stop adapter on the second lead in a bilateral platform surgery. The stylet of the lead became bent when the depth stop screw was tightened. The surgery continued with a different stylet within the lead and with a different screw within the depth stop adapter. There were no further surgery delays.

Manufacturer narrative:
Evaluation of the product was performed by distributor representative at the surgery. This evaluation found that the screw used to fixate the lead within the dbs depth stop adapter had bent the lead within the stylet. A specific warning in the dfu exists for this device stating that overtightening of the screw may damage the lead. The screw fixating the lead had recently been changed from a flat-tipped screw to one with a round tip. However, the verification and validation failed to show the possibility of the new screw damaging the lead if it was overtightened. Subsequent field action is underway for this product.